Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of blockage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported there was a blockage that occurred after use. No abnormalities or patient safety cases after replacing with a new one. There was patient involvement but no patient harm.